Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/19404128. This report was created to capture the death related to the x-pedion guidewire. The device was not returned for evaluation;therefore the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported. (B)(4).

Event description:
Citation: ronie peske et al. Evaluation of onyx hd-500 embolic system in the treatment of 84 wide neck intracranial aneurysms. Neurosurgery vol. 64 number 5. May 2009. Medtronic (covidien) received information through literature review and the following event was captured as a result of the review: a patient was treated for an 18 mm wide neck aneurysm in the internal carotid artery/posterior communicating artery with onyx. The patient had symptomatic headache lasting 1 week, and developed a subarachnoid hemorrhage, 5 hours after the procedure, followed by acute hydrocephalus and death. On careful review of the angiogram the frontal branch of the middle cerebral artery was found to have been dissected by the guidewire of the balloon catheter; however was not discovered during the procedure. There was no active hemorrhage during the procedure. All procedures were performed under general anesthesia, continuous cardiorespiratory monitoring, and invasive arterial pressure monitoring. Information received from the same article as MDR #s 2029214-2015-00317, 2029214-2015-00326.